Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc device. Based on the scan readings, the customer self-treated with 8 ui insulin (type unknown), however, became weak and dizzy. The customer was provided with juice by family member for treatment. Sensor readings of 130 mg/dl were compared against built-in meter results of 270 mg/dl and 301 mg/dl and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.